Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. There was no impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed. In addition, it was reported that the pump requested multiple times a minimum of 50 units after filling the cartridge with insulin during the load process. There was no impact to the customers blood glucose level. The customer reloaded a new cartridge and the issue was resolved.